Event description:
Customer reported a leak was identified while performing startup when using the coulter lh 750 hematology analyzer. The volume of leak was about 20ml and was not contained within the unit. The customer was wearing gloves and lab coat. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found that the wbc (white blood cell) bath had separated from the wbc aperture causing a leak. He replaced the wbc aperture and secured the wbc bath onto the aperture and corrected the leak. Identification of failure mode: the wbc bath had separated from the wbc aperture. No erroneous results were generated in connection with this event. Upon recur the failure mode identified; it is likely to affect wbc and hgb (hemoglobin) results due to improper dilution in the wbc bath. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).